Event description:
Patient's friend reported deflation. Device remains implanted. Record related to unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.